Manufacturer narrative:
A33 alarm during prime/a33 test at 4.0 lbs due to faulty fsr (gold). Insulin pump received with minor scratched display window. Insulin pump received cracked case at display window corner. Insulin pump received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Insulin pump received with cracked lcd window. (B)(4).

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose levels at the time of the incident was 402 mg/dl. Customer's current blood glucose reading was 284 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.